Event description:
The device was returned from the user facility for an alarm condition. During initial manufacturing testing, it was found that the device did not alarm during testing for air in line. There were no reported adverse pt events while the pump was in clinical use. Though requested, there was no further information available.